Event description:
It was reported that the patient did not get a refill due to being in the hospital. It was stated that the patient was without drug for about two weeks and had gone through withdrawal. The patient had originally been receiving 300mcg/day of baclofen. Due to the event, the physician wanted to restart the patient at a lower rate of 100mcg/day. After implant, the pump had been started at 50mcg/day, but there was no response at that dose. Nine days later, it was reported that the patient hospitalized and his pump was alarming. The managing physician was notified that the patient was supposed to be refilled at the hospital, but it never happened. The managing physician was told that the pump had been refilled. At the time of report, the rate had been dropped to 100mcg/day and the patient was being seen every wednesday for dose titration.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type. (B)(4).